Event description:
Device report from synthes (B)(6) reports an event in france as follows: the head of the screw came off during final tightening on an unknown date. The patient had incapacitative lumber pain following a surgery for a hernia of intervertebral disc l5 s1, and indication of arthrodesis l5s1 percutaneous minimal invasive. The problem did not happen during the insertion. It was the first surgery for arthrodesis. No prolongation of the procedure mentioned in the report. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). No product fault could be detected. The thread flanks of both pedicle screws are strongly damaged. The kind of damage indicates clearly that the locking caps were inserted cross threaded. Therefore a proper tightening was impossible and finally a mechanical overload caused the complained malfunction.